Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced their device vibrating. The device was interrogated in clinic and was found to be in backup vvi. The device was reverted from backup vvi. There were no adverse consequences to the patient.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-42361, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).